Event description:
It was reported that on (B)(6) 2012, the patient was admitted to the hospital with an st-elevated myocardial infarction. A promus stent system was advanced through the mildly tortuous and heavily calcified mid left anterior descending artery (lad) and the stent was deployed. During the procedure, a dissection was noted in the distal left main artery. Two promus stents were placed to cover the dissection and the procedure was completed. That evening, the patient experienced chest pain and angiography revealed a clot in the proximal lad, between the stents placed in the left main and the stent in the mid lad. An allstar guide wire was placed in the lad and a second allstar guide wire was placed in the diagonal artery. A promus stent system was then advanced and the stent deployed to treat the thrombosis. The allstar guide wire in the diagonal artery was removed without difficulty. During removal of the allstar guide wire in the lad, resistance was felt and the guide wire was noted to be caught on the newly placed promus stent. There was no damage noted to the newly placed stent. The physician attempted to remove the wire, but it could not be removed. A second cardiologist was called in to assist. A balloon dilatation catheter was advanced over the guide wire in an attempt to help remove the guide wire, but the dilatation catheter could not be advanced. Multiple attempts were made to advance a dilatation catheter, but none were successful. The patient was then taken to surgery and bypass surgery was performed. The guide wire was cut and part remained in the patient anatomy. During surgery, the patient had another myocardial infarction, but survived the surgery and the myocardial infarction. On (B)(6) 2012, the patient expired.

Manufacturer narrative:
(B)(4). No autopsy was performed. There was a clinically significant delay. No additional information has been provided. The allstar guide wire indicated and an additional promus stent indicated are being filed under separate medwatch MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that could contribute to the reported difficulties include but are not limited to, interaction of with the stent implant if the stent is not fully expanded and apposed, damage to the stent implant, damage to the accessory device, and/or procedural technique. To ensure this type of event is not the result of a product quality deficiency, all stent implants are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality including proper stent deployment. It was not possible to perform an analysis on the product because the stent remains in the patient and the stent delivery system was not returned to abbott vascular for investigation. There was no report of any damage noted to the stent implant prior to, during, or post deployment, which suggest that a product deficiency did not contribute to the reported complaint. Based on the reported information, it is most likely that the guide wire inadvertently interacted with the deployed stent and became caught. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency.